Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery with multiple cartridges. Customer¿s blood glucose level was 481 mg/dl. Manual insulin injections were administered to address elevated bg level. Customer reverted to an alternate method of insulin therapy.